Event description:
It was reported that during implant attempt, tissue at the tip of the lead interrupted the helix mechanism. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.